Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an atrial fibrillation (af) episode which did not appear appropriate. Review of the episode showed the episode markers were not aligned appropriately. The misaligned markers were self-corrected by the device and no further marker anomalies were noted. No adverse patient effects were reported.